Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. It was also reported that an unexpected reset occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified while based on the analysis, the alleged malfunction and unexpected reset issues could not be verified.